Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power. The blood glucose reading was 81 mg/dl. The battery was not previously used, the insulin pump was not dropped, there were no unattended alarms, and the battery cap was not loose, cracked or damaged. The customer reported that it was the first occurrence of the insulin pump shutting off without a low battery warning. The insulin pump had also alarmed for a failed battery test. The customer was advised to monitor the insulin pump and was sent a battery cap. The insulin pump was not replaced or returned.